Manufacturer narrative:
It was reported that a 63-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. On 11/6/2018, additional information was received indicating that three days of extended hospitalization were required as a result of the adverse event. Patient¿s outcome was fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related and that it is possible the right atrium was perforated during the ablation. No other factors were reported that might have contributed to the event. There were no biosense webster inc. (Bwi) product issues or error messages reported during the procedure. The generator was used in temperature power mode with a temperature cut-off at 40 degrees celsius. The power applied during the ablation was of 35 watts. The power did not titrate during the ablation. The catheter irrigation was set at 15ml/min. The catheter was rezeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The thermocool smart touch sf bidirectional catheter was not in close proximity to another catheter. The patient received anticoagulant (unspecified) during the procedure with an activated clotting time (act) of 300-350 seconds. Concomitant products: carto® 3 system (model# unknown, serial# unknown). Manufacturer ref no: (B)(4).

Manufacturer narrative:
The product was discarded; therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the procedure, the patient became hypotensive while in recovery. Cardiac tamponade was confirmed by echocardiogram. Pericardiocentesis was performed to remove 500 ml of fluid from the pericardium. Extended hospitalization was required as a result of the adverse event. There is no information regarding the patient¿s outcome or the physician¿s causality opinion. There were no biosense webster inc. (Bwi) product issues reported during the procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.